Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Tore up lip [lip injury]. Elongated part of toothbrush head came apart [device breakage]. Case description: consumer e-mailed and stated that while using, the elongated part of the toothbrush head came apart. No serious injury was reported.